Manufacturer narrative:
Device evaluation: PMA/510k, if follow-up, what type. Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator passed 160 hours of extended tests at the customer's settings without any unusual alarms or error conditions. The ventilator failed the initial final test and performance test due to a non-conforming pressure module. The ventilator also passed the initial final testing during troubleshooting with a known good pressure module installed. The unit was opened up and inspected, and no anomalies were found. Vyaire medical replaced the pressure module as a precaution.

Manufacturer narrative:
This unit is currently under investigation, once completed, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator was not working in bi-pap mode while in use on a patient. There was no patient harm associated with this reported event.

Event description:
It was reported to vyaire medical via medwatch report that the ventilator would not continue while on bipap mode on a patient. The customer tried to change the mask, tubing, and reconnecting the ventilator to the patient. The patient was then intubated and intubation corrected the patient's respiratory distress.